Event description:
The device was being used to administer pacing therapy to a pt. It was alleged that the device power shut off after pacing approx 10 minutes. The reporter was unaware of any adverse affect to the pt resulting from the event.